Event description:
Olympus was informed that the customer cysto-nephro videoscope was returned for service/repair for a reported ¿the forceps opening came off¿. The defect was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The scope was returned to olympus. The evaluation confirmed the customer¿s reported issue as the forceps stopper has come off. The insertion tube is deformed/large indentation, the coating of the insertion tube is peeling off, the angulation is insufficient due to a stretched angle wire. Fluid leak observed in the light guide tube, up/down plate and the control body. The universal cord is also leaking. There are scratches on the bending section cover. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the correction in d5 and the updates in sections d4, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed that the instrument channel outlet was detached. The specific root cause of the instrument channel outlet being detached could not be determined at this time. Olympus will continue to monitor field performance for this device.